Event description:
Post angiogram of the zenith aaa endovascular graft deployment noted a distal type I endoleak viewed on the ipsilateral leg graft. It appeared that the diameter of the device was too small to provide a sufficient apposition of the graft to the vessel wall. A main body extension of a larger diameter was selected and deployed into the distal portion of the ipsilateral iliac leg graft. The extension was then ballooned to mold the device the existing graft and vessel. Post angiogram noted a resolve to the distal endoleak.